Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer has high blood glucose levels. Customer's blood glucose level went as high as 498 mg/dl. Customer's mother was advised on how to properly deliver a bolus and check the history on the insulin pump. Troubleshooting was performed for high blood glucose levels and was successful.